Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back. Patient described the rash as uncomfortable and itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician provided benadryl cream, mupiroicim and an antibiotic. Follow up indicated that the cream is helping with the skin irritation.